Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit. The customer suspected autoantibodies. The hiv duo result was repeatedly positive with a very high coi. Results of 17.8, 16.9, and 16.5 coi were provided. The rna molecular testing result using a cobas 6800 was negative.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.